Event description:
The pt called in response to the recall notice. No physiological effects were reported. Her insulin infusion device was replaced and requested to be returned for evaluation. On 05/06/2010, an evaluation of the device found that both the up and down buttons were defective.